Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a healthcare professional in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. On (B)(6) 2011, the patient was treated with a loading dose of vancomycin 1gm, ip. In (B)(6) 2011, the patient was discharged from the hospital. The cause of the peritonitis was unknown. The patient outcome was not reported. On an unreported date, treatment with vancomycin was discontinued. On an unreported date, the patient recovered from the event. The reporter did not believe that the peritonitis was related to dianeal pd2 ultrabag therapy.